Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review is not required - the event is not reportable in an eea/great britain country + bsc is not responsible for training + no new hazard was identified. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported. Additional information received which indicated that the brady lead was a case of an attempted due to tissue stuck in helix after multiple attempts at left bundle branch. The lead will not be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported. Additional information received which indicated that the brady lead was a case of an attempted due to tissue stuck in helix after multiple attempts at left bundle branch. The lead will not be returned for analysis.